Event description:
It was reported that during a routine follow-up the clinic noticed that there was no capture on the right ventricular (rv) lead in unipolar and bipolar configurations for this non pacemaker dependent patient. All other measurements were in range. A revision procedure was scheduled. During the procedure the rv lead was connected to the pacing system analyzer (psa) where no capture at 10 millivolts was observed. Both sensing and impedance measurements were within range. The rv lead was noted to be encapsulated in tissue, thus it was unable to be removed. It was further noted that attempts to remove the rv lead may result in the right atrial (ra) lead being dislodged, thus the rv lead was surgically abandoned. A new rv lead was successfully replaced and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.